Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that following a bilateral adipose derived stem cell injection and a platelet rich plasma (prp) collection, both on the harvest device, the patient developed inflammation of the synovial membrane in one of the patients treated knees. The physician reported that the patient did well with his right knee but unfortunately had a lot of increasing pain and swelling in the left knee. After 1 week the physician aspirated the patients left knee and obtained 100 cc of fluid. The patient returned 4 days later again reporting knee pain. The dr. Was not able to draw anymore fluid off of the knee. At day 10, the physician attempted to aspirate but noted on ultrasound that the patient had extensive synovitis present. The physician injected 6 cc of 1% lidocaine and 12 mg of celestone steroid into the patients left knee which initially improved symptoms somewhat but the patient still continued to have pain requiring the use of a walker. Last follow-up with the physician (B)(6) 2018, the physician reported, the patient was able to stop using the walker but is still experiencing significant amount of pain. Patient weight is not available at this time. The product lot number was not able to be obtained from the customer. The harvest collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: per terumo bct's internal risk documentation, there is a low risk of post-procedure infection, associated with the injection of cells processed using the harvest smartprep system. There is no current evidence to suggest that the persistent pain and limited mobility issues experienced by the patient in this case was associated with the use of the harvest smartprep system. Root cause: a definitive root cause could not be determined. Possible causes include but are not limited to: inflammation due to the original condition (osteoarthritis), injection technique, allergic reaction.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the customer did not provide the lot number pertaining to this event, therefore, a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Investigation is in process, a follow-up report will be provided.

Event description:
The customer declined to provide the patient weight information and the lot information was not obtainable.